Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing and sterilization records were reviewed for all implanted devices and no non-conformities were found.

Event description:
It was reported to nevro that a patient acquired an infection following an implant procedure. The patient was provided with oral antibiotics. Follow-up report indicated that the device was explanted. There were no reports of further complications and the patient hopes to be re-implanted after making a full recovery.